Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was unable to fluoro. Upon functional testing, fse found that drives are defective. The fse replaced the disk and recreate image on system. After replacement of the disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that it was not possible to do fluoro and needed to recreate image store. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint. The system was in clinical use at the time of the event.